Event description:
It was reported that the endoscope was missing one of the distal lenses. No other information has been provided at this time.

Manufacturer narrative:
The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. The OEM confirmed that a lens is missing and found that the endoscope was returned with mechanical damage to the distal window assembly hermetic seal. The OEM concluded that damage to the hermetic seal resulted in fluid invasion causing subsequent major damage to the optical components. The instructions for use states:   improper handling - endoscopes are not adequately secured in the tray or container causing them to move sideways or slide vertically during transportation. Endoscopes should be fully secured in all directions in the tray/container. Improper handling - endoscope tip or backend gets bumped or hit either in the sink or on the table during cleaning and handling. Endoscopes should be handled with care during the cleaning process paying special attention to inadvertent bumps and hits. Endoscopes can also be washed and rinsed in a separate shallow plastic bucket instead of a deep metal sink. Improper handling - endoscope tip gets banged to the bottom of the scope warmer thermos during warming of the scope. Endoscopes should be inserted with care in the scope warmer thermos paying special attention not to let the tip touch the bottom. Some hospitals also put some gauze pads at the bottom of the thermos to create a soft cushion to minimize any accidental damage to the scope. Improper handling - endoscopes are placed inside the tray/container with the tip inside the alignment target causing them to rattle during the transportation and sterilization. Endoscopes should be secured individually into the tray/container and should not be stored inside the alignment target. The customer reported complaint does not itself constitute a MDR reportable event; however, the missing distal lens could likely cause or contribute to an adverse event if the failure mode were to recur.